Event description:
It was reported that the patient underwent an unspecified surgical procedure. It was reported that the flex arm would not properly f unction. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.